Manufacturer narrative:
B5 information provided by md via lab results: confirmed bi-alcl atypical cd30+ mature large t-cell population consistent with an early breast implant associated large t-cell lymphoma.

Event description:
Confirmed bi-alcl atypical cd30+ mature large t-cell population consistent with an early breast implant associated large t-cell limphoma.

Event description:
Suspected bilateral alcl left side.